Event description:
Subsequent to previously filed report, additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a cardiac catheterization procedure. Reportedly, no suture was attached to the needles when the plunger was removed. When partially removing the device, the suture was noted to not have caught the artery. Another proglide device achieved hemostasis. Complementary hemostatic compression was used following achieving hemostasis with the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was attached to the needles when the plunger was removed¿ was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an unspecified procedure. Reportedly, no suture was attached to the needles. When "pulling the system's activation button [the plunger], the suture threads did not come attached to it". The suture was noted to not capture the artery. Another proglide suture was successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide suture in the preclose technique. No additional information was provided.